Event description:
Whilst operating on a spinal tumour the surgeon felt excessive heat described as burning to his index and middle fingers (no marks or burns) are visible today, one day post event. The surgeon reported that his response to the heat generated by the hand piece made him finch and as a result destroy a vessel. He was concerned that this could have been life threatening to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.